Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a past return of symptoms. The stimulation was too strong, then too weak. The patient had issues with bowels including diarrhea. This was considered a sudden change in therapy/symptoms. They reprogrammed and the issues were resolved. This occurred in june of 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No follow-up was required as all the necessary information was given. If additional information is received, a follow-up report will be sent.